Manufacturer narrative:
A visual analysis of the returned device found that one of the basket wires was broken and the broken basket wire was still attached to the distal end of the device. Additionally, the basket wire was discolored and physically evident of having been in contact with a laser device. It is possible that the reported failure (wire broke) was caused due to an act, or omission of an act that resulted in a different medical device response than intended by the manufacturer, or expected by the user. Therefore, the most probable root cause assigned to this complaint will be documented as "user error¿. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The device history record review found the device met all manufacturing specification. A labeling review was performed and found that the device was not used in accordance with the labeling, as the device came in contact with a laser. This is noted in the dfu instructions.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used during a double j placement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when the package was opened it was noted that the basket was totally damaged. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used during a double j placement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when the package was opened it was noted that the basket was totally damaged. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.